Event description:
It was reported that post implant there was noise on the right ventricular lead as the physician did not think that rhythm was real. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.